Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed as planned by moving patient to another room. The philips remote service engineer (rse) instructed the customer to check the fuse in m-cabinet, and identified the fuse was defective. The fuse was replaced, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.